Event description:
A laser technician reports a loss of suction during flap creation. The flap was not completely created and the pt was sent home. No pt harm or injury was reported. The pt returned at a later date and the flap was successfully completed and the pt underwent the refractive procedure with no further difficulties. The pt is reported as doing well and the surgeon has no concerns for the pt's outcome. No further info is anticipated.

Manufacturer narrative:
The customer provided a picture of the vacuum 1 and vacuum 2 tubings which showed the tubings were reversed. The root cause was determined to be reversed tubing. (B)(4).